Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the event log file. The event log file contained data recorded from (B)(6) to (B)(6) 2021 where intermittent backup battery fault alarms associated with ebb circuit faults were recorded. The pump support was not affected and the system maintained the desired set speed with no interruptions. The system controller, serial number (B)(6) was received with no backup battery installed. A test backup battery was installed during testing. The system controller was functionally tested using the laboratory equipment and the backup battery fault alarm was not able to be reproduced. The system controller operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. A specific root cause for the backup battery fault alarm captured in the log file was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received "replace backup battery" alarms even though it said the backup battery was good for another 31 months. The backup battery was exchanged on (B)(6) 2021, but the alarms continued. The yellow wrench alarm appeared when the power disconnected from the white port and stopped when reconnected. The log file review captured intermittent backup battery fault alarms. The controller was exchanged on (B)(6) 2021. The alarms resolved following the controller exchange. The patient was doing well and was rehabbing at a facility.